Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Unable to perform the displacement test, sleep current test, active current test and self test and unable to confirm insulin flow block due to blank display. Unable to upload using thump software due to blank display. Proceed it by cutting unit open and perform visual inspection on connectors and electronic assembly. Battery tube connector plugged in properly into j7/pcb 1 and no moisture damage on electronic assembly noted during visual inspection. The original pcba 1 was installed in a test pcba 2. Powered the pump on using the battery simulator and no blank display noted. During microscopic inspection a crack was found across on the u6/pcba2 chip causing the blank display. Isolate to pcba2. The following were noted during visual inspection: scratched case. In conclusion customer concern of blank display was confirmed. Blank display was noted due to cracked u6 chip on pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.